Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose was going low at night. Adjustments were made to the settings and the customer had not had a low since then. The customer also reported a high blood glucose of 400 mg/dl but was back to the 80 - 150 mg/dl range. The customer declined to troubleshoot these issues..